Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The contributing factors for the type 1a endoleak are likely the off-label: concomitant use with products outside the IFU (left iliac artery limb extension) and neck anatomy (sharp juxta renal angle). Procedure-related harms could not be determined with the medical records available for review. The final patient status was reported as being stable and pending re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g4 awareness date. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx vela infrarenal stent graft extension and an ovation ix iliac limb to treat an abdominal aortic aneurysm (aaa). This case is outside the indications of use due to the use of afx with ovation devices. Approximately 3.5 years post initial procedure during a routine follow up (cta) computed tomography angiography, the patient was identified with a type 1a endoleak. A re-intervention is being discussed and the patient is stable and being monitored.